Event description:
Return reason: drawing air from the cvp lumen. Analysis: investigation found that during the molding set-up process, machine parameters were incorrect set, which caused the wall between the cvp lumen and the air lumen to partially melt. Remedial action: molding operator and the molding technician have been advised and re-trained. For further preventive action, molding supervisor is to revise existing procedure to incorporate molding parameters and verification of tubing material against shop packet by molding technician and molding operator.